Event description:
It was reported that the syncopal patient was sustained only by a ventricular rhythm in the 30s. The physician restored nominal settings, after which the pulse generator began dual chamber pacing at 60 beats per min ute (bpm). The patient was readmitted when she became dizzy and her lips turned blue. She was referred to the implanting physician, and presented unresponsive in aoo mode with a rate of 116 bpm. The pulse generator was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a review of data showed memory corruption which was restored in the field. When the device was received for analysis, normal function was observed.